Event description:
It was reported to medtronic minimed that the customer experienced lost sensor alarm, no com other device to mobile. The customer reported no adverse event. The event involved product(s) mmt-5100jd1. Troubleshooting was performed. Sensor was previously paired with mobile device. Pairing completed after troubleshooting but system did not start warm up. No harm requiring medical intervention was reported. Mmt-5100jd1 was requested and customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Received 1 partial opened/used simplera sensor/one simplera serter not returned and performed a visual inspection of the sensor flex any physical damage and none were found. Checked the transmitter casing for any physical/cosmetic damage and none were found. The unit was not able to advertise through (the blue dongle download station) (utilizing synergy prod download tool 1.1a). Then, proceeded to disassemble the simplera sensor using the roland cnc-machine (mdx-50). Performed a visual inspection using the sciencescope macroscope (cc-sjant-4k-af), inspected the simplera pcba board for any shot circuit, physical or moisture anomalies and none was found, also inspected the batteries for warping and none was found on both batteries. The unit was able to pass the advertise test (the blue dongle download station) using the hardware download station (dut) as a power source, using the dut hw tool (m047384c001), with the synergy adapter (m049023c001). Traces confirm that the unit received a lost sensor was found on trace file (rfsake failed, however unit reconnected and received a successful sake sequence as designed). In conclusion: the customer complaint communication was confirmed, since the unit was able to communicate with the ble of the synergy download tool using the dut hw tool. Also, the lost sensor alarm is confirmed due to the anomalies found on the cvs trace file. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the device will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5, h6, h10 sections with this report. The type of investigation, investigation findings codes have been updated. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.